Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the customer jammed a tubing cap into a roller pump without knowing it. The pump reset. The device was not changed out, as after the cap was cleared out, the roller pump functioned normally and was used for surgery. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The software data logs were returned to the manufacturer on (B)(4) 2013. The customer is not requesting service.